Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that needle was hard to remove during insertion. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that it was past event. Customer reported the introduce needle fractured while in the body. The device will not be returned for analysis.